Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was 200 mg/dl. Customer stated drive support cap appeared to be normal. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump but then going back to motor error after fill cannula. Troubleshooting was performed. Customer was advised that the insulin pump would need to be replaced. Customer was advised to discontinue use of the insulin pump and refer to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.